Event description:
It was reported to boston scientific corporation that a wallflex biliary partially covered stent was to be used to treat a malignant stricture within the mid bile duct on (B)(6) 2010. According to the complainant, on (B)(6) the patient underwent a successful plastic stent removal and ercp. While attempting to deploy the wallflex stent during this same procedure, the physician felt resistance and had to reconstrain the stent because the distal end of it got stuck in the hepatic portal region. During the subsequent deployment attempt, the physician felt resistance and noticed that the middle portion of the catheter sheath had stretched. After several more attempts, the stent was deployed in an unexpected area (near the duodenum). The physician was able to remove the stent without issue and use a different sized wallflex to successfully complete the procedure. Additionally, the anatomy was noted to be moderately tortuous, and the stricture was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age.(B)(4) - non-surgical medical intervention required.(B)(4) stent difficult to deploy.(B)(4) stent positioning issue.(B)(4) catheter stretched.the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary partially covered stent was to be used to treat a malignant stricture within the mid bile duct on (B)(6), 2010. According to the complainant, on (B)(6), the patient underwent a successful plastic stent removal and ercp. While attempting to deploy the wallflex stent during this same procedure, the physician felt resistance and had to reconstrain the stent because the distal end of it got stuck in the hepatic portal region. During the subsequent deployment attempt, the physician felt resistance and noticed that the middle portion of the catheter sheath had stretched. After several more attempts, the stent was deployed in an unexpected area (near the duodenum). The physician was able to remove the stent without issue and use a different sized wallflex to successfully complete the procedure. Additionally, the anatomy was noted to be moderately tortuous, and the stricture was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been retracted to 57mm proximal to the tip, and the stent had been deployed. Several minor kinks were noted in the distal outer sheath. No other issues were found with the profile of the catheter delivery system or with the stent. A functional analysis revealed no problems with the movement of the outer sheath. The condition of the returned device was not consistent with the reported complaint. The most probable root cause is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.